Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was not turning on. The customer¿s blood glucose level was over 400 mg/dl. Customer stated that the insulin pump had crack on back of the railings and ends to the bottom middle. Customer stated that the reservoir lip ring was not damaged. Customer could not troubleshooting for high blood glucose as insulin pump was not working. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.